Manufacturer narrative:
The device was not returned. Instead, the multifunction cable was returned. The customer's report was not replicated or confirmed. The multifunction cable was put through extensive testing, full functionality testing with a test x-series and simulator, multiple discharges and analysis, and visual inspection, and full functionality testing by manufacturing without duplicating the malfunction. The multifunction cable was scrapped as a precaution. No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device was unable to obtain an ECG signal via multifunction cable. Complainant did not indicate that there was any patient involvement in the reported malfunction.